Event description:
Medtronic received a report that a stent encountered resistance in the rebar microcatheter. The patient was undergoing a thrombectomy. It was noted the patient's vessel tortuosity was normal. The access vessel was the femoral artery with a 7mm diameter. It was reported that during the thrombectomy, the surgeon had difficulty pushing the thrombectomy stent in the catheter. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Additional information received reported that the resistance was in the middle of the catheter. The stent involved in the event was a solitaire. A continuous saline flush had been administered as indicated in the IFU. The cause of the resistance was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.